Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the ipd power tray on the vsc. The system was tested and verified as ready for use. The redundant power tray unit was returned for failure analysis and the reported failure was replicated. This power tray unit was returned for failure analysis with error code 86 which is indicative of a power distribution board adc fault. The reported problem was confirmed on the test bench by applying power to the unit and measuring the output of the two power supplies to find that both power supplies are good. For troubleshooting, it was found that the ipd board was causing the issue. The ipd board will be replaced to correct the issue.

Event description:
It was reported that prior to starting da vinci-assisted surgical procedure, but after port placement, a non-recoverable error 86 issue occurred. The error was temporarily resolved after the customer rebooted the system. The issue returned some time after. The error points to the intuitive surgical core power distribution (ipd) unit built into the vision side cart (vsc) core. As a result of the issue, the customer elected to convert the procedure to another da vinci system. The procedure was completed using the other da vinci system with no reported injury. No intra-operative complications were reported and placement of additional ports was not needed due to the conversion.